Event description:
An orsiro drug-eluting stent system was chosen to treat a severely calcified lesion in a distal severely tortuous lad. After preparing the lesion with a rotablade and pre-dilatation the device was placed in the lesion. During inflation the balloon popped at 8 atm and the stent migrated into patients body. The stent could be retrieved.

Manufacturer narrative:
Neither the complaint instrument nor the angiographic material was returned for analysis. Therefore no technical investigation on the subject could be performed. The production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. Review of the production documentation of the last three orsiro us 2.5/18 lots that were delivered to the hospital prior to the date when the cnf was filled out verified that the instruments were manufactured according to specifications and fulfilled all the requirements of inprocess and final inspection. In addition to visual inspections each instrument is tested for air tightness by means of a helium leak test. We can therefore confirm that the instruments were delivered in a leak-proof condition. Based on the conducted investigations, no manufacturing or material related root cause could be determined. Taking into account the physicians description of the intervention and the lesion, the root cause is most likely related to the patients anatomy.